Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced low blood glucose and paramedics were called on (B)(6) 2019. Customer reported to have received a bolus not delivered message, but pump was still delivering insulin. Prior to paramedics being called, customer attempted to treat low blood glucose with soda, but did not eat anything nor bolused. Paramedics advised to customer that her blood pressure was also high. Customer reported of passing out while in the ambulance. Customer was treated in the emergency room via intravenous and then released. Customer did not use the auto mode feature. Customer was not alleging that insulin pump was over delivering. Troubleshooting was performed and customer was not able to upload to carelink at the time. Insulin pump is not expected to return for failure analysis.